Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced emergently as the patient is dependent on therapy. The device was subsequently explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could interrogated. Review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically-observed fault code.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced emergently as the patient is dependent on therapy. The device was subsequently explanted and replaced successfully. No additional adverse patient effects were reported.